Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient was performing peritoneal dialysis therapy while in the hospital. The patient was reported to be experiencing draining complications and requested assistance. The technical support assisted the patient¿s nurse with troubleshooting and moving to the next phase. The patient was reported to be experiencing fibrin and bowel issues. The hospitalization course is unknown. It is currently unknown if the patient's hospitalization is related to peritoneal dialysis therapy. Due diligence attempts were exhausted and additional information could not be obtained.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.